Manufacturer narrative:
The manufacturer previously reported a failure of the oxygen blending module board and oxygen flow element. The oxygen blending module board and oxygen flow element were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the oxygen blending module board failing was due to sensor (u29) being out of tolerance. The oxygen flow element was evaluated and the root cause of the oxygen flow element failing was due to contamination.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use.during the evaluation of the device at the manufacturer's service center, a "service required" alarm condition occurred. The device's oxygen blending module board was replaced to address the issue.the device failed a step during testing. The device's oxygen flow element was replaced to address the issue.